Event description:
It was reported during an arthroscopic shoulder repair that the physician was utilizing a magnum2 plus knotless implant. While inserting the anchor and attempting to tension the suture, the tension reportedly broke. The anchor was consequently abandoned within the pt's bone. Another bone hole was drilled and implant placed in order to complete the repair. No pt complications were reported as a result of this event.